Manufacturer narrative:
The gehc service representative performed a checkout of the equipment and confirmed a large leak coming from a cracked co2 canister. The co2 canister was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 11/29/2016 phone call, 12/1/2016 phone call, and 12/2/2016 phone call.

Event description:
The hospital reported the unit was not able to mechanically ventilate during a case. There was no report of patient injury.